Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2012; dtma1q1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increasing threshold measurements. Reprogramming was done and no diaphragmatic stimulation was noted. It was noted that the patient reported having diaphragmatic stimulation later that night as the patient was turning on the right side, which made it difficult to sleep. Reprogramming was done again to address the stimulation and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.